Event description:
It was reported that during a routine office visit the left ventricular (lv) lead threshold could not be checked. An x-ray revealed that the lv lead had dislodged. The lead was explanted and replaced. The patient was given cefazolin, and no patient complications have been reported as a result of this event. The patient is part of the (B)(6) clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk implantable cardioverter defibrillator (ICD) 2011-(B)(6); 1388tc46 competitor implantable pacing lead 2007-(B)(6). (B)(4).